Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2003. 6947 implantable tachy lead: (B)(6) 2003. (B)(4).

Event description:
It was reported that the remote monitoring transmission was not showing the device as being flagged for elective replacement indicator (eri). There was no indication in the carealert log of the device being at eri, but the save to disk file from the remote monitoring transmission was showing daily battery voltage measurements below 2.63 volts since seven days prior. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device did not detect any performance issues, but the calculated longevity result of longevity calculation equals 78% with battery depletion curve equals 97% so the projected longevity at recommended replacement time (rrt) equals 80% of expected and was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.